Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, while clipping cystic duct, the first three clips applied correctly and then fourth and fifth clip crossed over and the sixth clip formed correctly. Case completed with same like device. No patient consequences reported.